Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the implantable pulse generator (ipg) was losing telemetry markers and it looked like undersensing of the p waves. The parameters were reprogrammed on the ipg, it was implanted and remains in use. No patient complications have been reported as a result of this event.